Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that suction was not possible from an ophthalmic tip so the tip was replaced with a new one and completed the surgery without harm to the patient.

Manufacturer narrative:
The returned instrument was received at the manufacturing site in its inner and outer blister, covered with the tyvek lid foil showing the batch information. However, the inner blister was put into the outer blister with the wrong side up, decreasing the protective properties of the packaging. The returned sample evidently shows macroscopic signs of damage, namely that the metal tube is broken off close to the plastic tip. The metal tube was found in the corner of the outer blister. There are no signs of surgery residues on the device. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The breaking site does not indicate a conclusive root cause for the break. The handle was then functionally tested regarding its aspiration/irrigation properties and no defect or leakage could be identified. The broken off tube could visually be confirmed to not show any occlusion. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the defect occurred can no longer be determined. Since the damage seen on the product does not match with the reported description given by the complainant, it is assumed that the break occurred during transport. It cannot be determined how or where the damage to the sample occurred, as the returned product was not protected adequately during the shipment process. Therefore a root cause for the customer's reported event could not be determined and the root cause code "inconclusive - unable to verify" is selected. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).